Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition to the reported malfunction, foreign material was found in the auxiliary water tube during device evaluation. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. However, it is likely the damaged circuit board inside of the scope connector led to the image noise. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had noise in the image. The event occurred during inspection for use. There were no reports of patient involvement.